Event description:
It was reported that the 9800 system locked up and shut down during a case. Also, the power cord was damaged. The 9800 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The high voltage cable was cleaned and re-greased. The interconnect cable was replaced during the svc call. The system was tested and found to be working as intended and put back into svc.